Manufacturer narrative:
This report is submitted on july 15, 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, to reposition the receiver stimulator due to migration of the device. The implanted device remains insitu.